Event description:
It was reported that balloon rupture occurred. A 3.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.